Manufacturer narrative:
Zoll has not yet received the autopulse battery for evaluation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that the autopulse lithium ion battery (s/n: (B)(4)) displayed a red led. Multiple attempts were made to contact the reporter to obtain additional information, however, was unsuccessful. It is not known when the issue was observed and what occurred after the battery was inserted into the autopulse charger. There is no known patient consequence reported.